Manufacturer narrative:
A philips remote service engineer (rse) tried reaching out multiple times to the customer with no reply. Case was closed due to no callback from customer. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating there was an issue with the speaker malfunctioning, which resulted in no tone at one time. However, after a power cycle, the issue was resolved, and the tones were functioning normally. The device was not in use on patient at time of event, there was no adverse event reported.